Event description:
The patient reported their therapy was not working as well as it used to for retention. They had tried different programs but reached as high as they could go on the settings. The patient also noted that they had noise in their head from a head injury 20 years prior from the day of the report. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.